Event description:
**Update**(B)(6) 2013-litigation papers received alleging that the patient suffers from squeaking, grinding,and popping. Also alleged is fluid collection, discomfort, and limited mobility.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Patient contacted broadspire to initiate claim. Patient reported revision surgery. Reason for revision is unknown. No further information is available at this time. ***update: 01/11/12 - the sales rep has reported the revision surgery. Patient was revised to address acetabular cup loosening, pain and osteolysis.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
The investigation has been reopened due to receiving revision notification. Depuy will notify the FDA when the investigation is complete.

Manufacturer narrative:
Depuy still considers this investigation closed. Should additional information be received, the investigation will be re-opened.